Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: "change your cartridge every 48¿72 hours as recommended by your healthcare provider."

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high, high ketones, and excessive vomiting resulting in mouth ulcers. Cause of adverse event was not known. Customer used the cartridge for 7 days which is off-label use. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline fluids, insulin fluids, insulin infusion, sodium, and potassium. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.